Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on review of the similar incidents, there is no indication of a lot specific issue. The investigation determined the reported failure to advance and difficulty to remove appear to be related to operational circumstances of the procedure. Based on the reported information, it is likely that the heavily calcified, moderately tortuous and 90% stenosed anatomy resulted in the reported failure to advance and difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a heavily calcified, moderately tortuous right coronary artery (rca) that is 90% stenosed. A .014 ht versturn guide wire was attempted to cross; however, failed due to anatomy. During removal resistance was met with anatomy. A non-abbott device was used to complete the procedure. There was no adverse patient effects and no clinically significant delay. No additional information was provided.